Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported failed system leak test. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 10jul2019, date of report : 23jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported failed system leak test issue. The fse replaced the boot to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.